Manufacturer narrative:
Device is combination product. (B)(4). The device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in the left internal mammary artery (lima) to the left anterior descending (lad) artery. A 2.50x38mm promus premier¿ stent delivery system (sds) was selected and advanced. The physician tried to straighten the device; however, it was noted that the hypotube of the sds broke. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was fine.